Event description:
Customer just received product. He alleges his sidewalls are uneven and that this product will not operate properly on uneven ground.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device become available, a follow-up report will then be submitted.

Manufacturer narrative:
This was not a product problem. Consumer is driving on uneven/unlevel areas. Device not product related.

Event description:
Customer just received product. He alleges his sidewalk are uneven and that this product will not operate properly on uneven ground.